Event description:
The clinician reports, that the implant was inserted (B)(6)2016 in fdi 16 of the patient's mouth. Details of surgery are reported as follows: sinus augmentation was performed at time of surgery. On (B)(6)2018, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, abscess and inflammation. No further patient complications were reported.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: sinus augmentation, infection.